Manufacturer narrative:
Pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.5, lab: 1.7; (B)(6) 2011, 2.3, 1.8; (B)(6) 2011, 3.0, 2.0; (B)(6) 2011, 2.3, 1.6. Patient's target therapeutic range is 2.0-3.0. Lab done 30 minutes after meter result on (B)(6) 2011. Roughly an hour between other meter and lab comparisons.